Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Additional information was requested and the following was obtained: does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? (B)(4).

Event description:
It was reported in a journal article entitled: management of gastric fold herniation after laparoscopic adjustable gastric banded plication: a single-center experience authors: po-chih chang, m.d.; anshuman dev, m.d.; abhishek katakwar, m.d.; ming-che hsin, m.d.; chi-ming tai, m.d.; chih-kun huang, m.d. Citation: surgery for obesity and related diseases. 2016; 12: 849 855. This retrospective study reported on complications of laparoscopic adjustable gastric banded plication (lagbp) and discuss the clinical features and diagnostic and therapeutic strategies in such situations, with emphasis on gastric fold herniation (gfh). A total of 223 patients (74 men and 149 women; age range: 18 to 60 years old) who underwent lagbp for morbid obesity between august 2009 and december 2014 were included and analyzed in this study. For the first 70 patients during the surgical procedure included placement of an adjustable gastric band using the standard pars flaccida technique, then dissection of the greater omentum from antrum (3 cm from pylorus) to angle of his, calibration with a fr 38 orogastric tube, 2-layer plication (from angle of his to antrum) with first layer by interrupted ethibond 2-0 excel sutures and second layer by continuous ethibond 2-0 excel sutures, extension of the silicon tube of the adjustable gastric band through the umbilicus, and placement of the access port in the subcutaneous space. In march 2012, the authors modified the surgical techniques and switched from a ¿banding-first¿ method to a ¿plication-first¿ technique to facilitate complete fundus plication for the subsequent 153 patients. Secondly, the authors replaced the second layer plication from ethibond 2-o excel to continuous prolene 2-0 sutures to tighten the outer layer of greater curvature plication. Reported complications included a (B)(6)-year-old female with gastric fold hernia (gfh) which required simple "deplication" 319 days after the initial lagbp. It was concluded that the lagbp is a well-tolerated, non-resectional bariatric procedure with acceptable results. A high index of clinical suspicion followed by radiological investigations with early surgical intervention is the key to successful treatment of (B)(4).